Event description:
Originally reported to idtf, pt self tester reports protime system inr 3.4. Unspecified lab system 4.6. Pt therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer eval/investigation pending product return.